Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A33670-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, deficiency anemia, arthritis, attention deficit disorder, joint pain, neck pain, libido decreased, polyarthritis and multiparous. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), hot flush ("hot flashes"), abdominal distension ("bloating"), arthralgia ("joint pain") and bone pain ("hip bones are tender") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, headache, dental caries, hot flush, abdominal distension and bone pain outcome was unknown, the weight increased was resolving and the arthralgia had resolved. The reporter considered abdominal distension, arthralgia, bone pain, dental caries, fatigue, headache, hot flush, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details, specify- the coil in the right ostium was visualized just beyond the paratubal ostia in the endometrial cavity. On the left side the essure coil device was deployed without any difficulties and three coils could be visualized in the endometrial cavity. Lot number reported (a33670) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A33670-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, deficiency anemia, arthritis, attention deficit disorder, joint pain, neck pain, libido decreased, polyarthritis and multiparous. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), hot flush ("hot flashes"), abdominal distension ("bloating"), arthralgia ("joint pain") and bone pain ("hip bones are tender") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, headache, dental caries, hot flush, abdominal distension and bone pain outcome was unknown, the weight increased was resolving and the arthralgia had resolved. The reporter considered abdominal distension, arthralgia, bone pain, dental caries, fatigue, headache, hot flush, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details, specify the coil in the right ostium was visualized just beyand the paratubal ostia in the endometrial cavity. On the left side the essure coil device was deployed without any difficulties and three coils could be visualized in the endometrial cavity. Lot number reported (a33670) is not valid. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events joint pain and hip bones are tender were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A33670-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, deficiency anemia, arthritis, attention deficit disorder, joint pain, neck pain, libido decreased, polyarthritis and multiparous. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), hot flush ("hot flashes") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, fatigue, headache, dental caries, weight increased, hot flush and abdominal distension outcome was unknown. The reporter considered abdominal distension, dental caries, fatigue, headache, hot flush, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details, specify- the coil in the right ostium was visualized just beyond the paratubal ostia in the endometrial cavity. On the left side the essure coil device was deployed without any difficulties and three coils could be visualized in the endometrial cavity. Lot number reported (a33670) is not valid. Most recent follow-up information incorporated above includes: on 5-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. A33670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, deficiency anemia, arthritis, attention deficit disorder, joint pain, neck pain, libido decreased, polyarthritis and multiparous. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), hot flush ("hot flashes") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dental caries, weight increased, hot flush and abdominal distension outcome was unknown. The reporter considered abdominal distension, dental caries, fatigue, headache, hot flush, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details, specify- the coil in the right ostium was visualized just beyond the paratubal ostia in the endometrial cavity. On the left side the essure coil device was deployed without any difficulties and three coils could be visualized in the endometrial cavity. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.